Event description:
Pt with davinci tonsillectomy lingual tonsillectomy/epiglottectomy/expansion sphinctoplasty. During case, 1/2 inch open area noted on corner of right lower lip and line along tongue at an angle whitish in appearance-burn. Instruments were inspected. Some of the black insulation was missing or cracked on 2 instruments. Davinci maryland dissector ((B)(4)) and davinci monopolar ((B)(4)).